Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an occasional out of range shocking impedance on the daily lead impedance test. Most often the impedance is low, and in range. The lead is a competitor's product.